Manufacturer narrative:
H10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. The erc was requested for investigation results did not detect any deviation and the clamp worked within specifications. A temporary loose connection between the clamp control board and the rotor may have led to the reported error. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm displayed an error message during procedure. There was no report of patient injury.